Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07102, 2134265-2013-07103, 2134265-2013-07105. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2013, rutherford assessment was category 3. The target lesion was classified as a tasc ii a lesion which was located in the right distal superficial femoral artery (sfa) with 100% stenosis and was 90mm long with a reference vessel diameter of 5mm. Prior to pre-dilation, an attempt was made to cross the lesion with three v-18 controlwire guidewires and one rubicon support catheter. Following pre-dilation, angiography showed 80% residual stenosis and a flow limiting dissection in the right sfa. A 6x150x130mm innova stent was then placed with 30% residual stenosis following post-dilation. The patient was discharged on antiplatelet therapy.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).